Manufacturer narrative:
The start of the chronic infection was on (B)(6) 2017 which is reported under MFR report #2916596-2018-05524. The patient had a driveline infection on (B)(6) 2017 which is reported under MFR report # 2916596-2018-05567. The patient had a bacteremia on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 which are reported under MFR report # 2916596-2018-05569, 2916596-2018-05653, 2916596-2018-05651, and 2916596-2018-05649, respectively. Approximate age of device- 1 year, 2 months. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists infection, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired due to sepsis. The device was performing as expected until vad therapy was electively stopped on (B)(6) 2018 when the patient was febrile and minimally responsive at home. The device will not be returned for evaluation. The patient had chronic infection and started on (B)(6) 2018. The patient then had subsequent infections on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018.